Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was irritated and the blood glucose (bg) levels rose up to 300 mg/dl. The patient consulted the dermatologist who prescribed an steroid ointment (name unspecified). The cannula was noted to be bent after removal. Hyperglycemia treated by administering manual insulin injections.